Manufacturer narrative:
In response to FDA report number: mw5149215. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "severe yeast infections".

Event description:
Patient reported left side "severe yeast infections", "lost half my hair" not device related, "chronic dry lips and eyes where they are itchy, burning, red, and flaking eyes swell randomly" also not device related. The device status is unknown.